Event description:
It was reported the patient presented for a leadless pacemaker implant. During placement, the leadless pacemaker failed to release from the delivery catheter. Once removed, the device was taken off the catheter and the tether was seen to be twisted and stuck inside the lumen. The procedure was finished with another device and delivery catheter without issue. The patient was stable.

Manufacturer narrative:
Device history record was reviewed. No anomaly was noted. All manufacturing operations have been completed and signed off. The reported complaint of separation problem was not confirmed. Visual inspection was performed, and the outer helix length was within specification and no anomalies were noted. The inner diameter of the button where the bullets on the tether interact was measured and found to be within specification. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies.